Event description:
During follow up with a customer, baxter was informed by the home patient (hp) of a leak while on the home choice (hc) during use. The hp stated they woke up and noticed that the line disconnected from the bag and there was solution coming out of the lines and bags. Baxter product surveillance (ps) asked if they had had any difficulty connecting the lines to the bags, and the hp stated "no." The hp stated everything had looked okay when they setup for therapy and connected the supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample was not returned to baxter for evaluation. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.